Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the pusher assembly was kinked. If the ruby coil lp is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, resistance was encountered while advancing the ruby coil lp through the returned non-penumbra microcatheter as the kink in the pusher assembly was being advanced through the introducer sheath and the ruby coil lp could not be advanced any further. Further evaluation of the returned ruby coil lp revealed offset coil winds on the proximal end of the embolization coil. This damage was incidental to the reported complaint. Evaluation of the returned packing coil lp confirmed that the pusher assembly was kinked. If the packing coil lp is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, resistance was encountered while attempting to advance the packing coil lp out of its introducer sheath and through the returned non-penumbra microcatheter due to the offset coil winds on the proximal end of the embolization coil. The packing coil could not be advanced any further. Further evaluation of the returned packing coil lp revealed broken pet lock on the pusher assembly and offset coil winds on the proximal end of the embolization coil. This damage was incidental to the reported complaint. Evaluation of the returned packing coil lp revealed a detached embolization coil. The pusher assembly to the packing coil lp was not returned for evaluation. Therefore, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report numbers: 1. 3005168196-2020-00936, 2. 3005168196-2020-00937. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-00936, 3005168196-2020-00937.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps, packing coil lps, and a non-penumbra microcatheter. During the procedure, the ruby coil lp pusher assembly became bent while advancing the coil out of the introducer sheath and into the microcathter. Therefore, the ruby coil lp was removed. It was also reported that the same issue occurred with the two subsequent packing coil lps. Therefore, the packing coil lps were also removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.